Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. Corrected information was provided in d4 (primary UDI number). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the failure to advance was determined to be an adverse event related to the anatomy of the patient due to patients tortuous aorta. The cause of the cannula kink was determined to be patient condition related due to the patients tortuous aorta.

Manufacturer narrative:
Corrected information was provided in d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause of the failure to advance was determined to be an adverse event related to the anatomy of the patient due to patient's tortuous aorta. The cause of the cannula kink was determined to be patient condition related due to the patient's tortuous aorta. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the patient had a tortuous aorta, as observed under fluoroscopy. The physician was unable to advance the impella 5.5 through the aorta, encountering significant resistance despite prolonged attempts. The cannula appeared to kink or fold under fluoroscopy. The physician aborted the impella 5.5 insertion and proceeded with placement of an impella cp for the patient instead.